Manufacturer narrative:
Conmed corporation received one (1) "unopened" packages containing the bend-a-beam single function, malleable abc hand control handpiece for evaluation. The device was forwarded to package engineering for evaluation. Visual examination of the returned package noted a narrow seal on the vendor side and fold over seal on chevron side. The functional test showed that the vendor seal failed the dye test. It was confirmed that the sterile barrier had been breached. This complaint is confirmed. This lot was manufactured on 28-sep-2015. A review of the device history record for this lot found no ncrs and noted discrepancies during the manufacturing process. In this lot containing (B)(4) units, there are no other similar complaints received. A two (2) year review of product history for this device family showed a total of five (5) complaints for five (5) devices including this complaint regarding insufficient heat seals. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4). The reported packaging anomaly was obvious to the distributor and therefore prompted the return of the device for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, one (1) package containing bend-a-beam single function, malleable abc hand control handpiece was discovered with "insufficient heat seal". The returned device exhibited partial seal disruption in the sterile barrier seal. In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.